Event description:
The customer contacted stryker to report that their device power-cycled multiple times during an event. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.